Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as about 30 ml of diluent from the right side of the instrument. The leak was not contained and leaked onto the countertop. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found pinch tubing at pinch valve pv49 worn. The fse replaced the tubing at pv49 and cleaned the area of dried diluent to resolve this issue. No additional leakage was observed and the instrument was verified, startup, latron, and quality controls were all within specification. Failure mode was identified: attributed to worn pinch tubing at pinch valve pv49. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to sample carryover. Evaluation of product labeling: coulter lh 500 hematology analyzer, (B)(4): beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).